Event description:
The customer stated that she tested her blood glucose using the contour and received a reading of 317 mg/dl. She retested using elite and received a reading of 92 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.